Event description:
Report received from USA stating that the device will not hold the burr. It is known that the device was used in surgery. It is known that there was no pt or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).